Event description:
A surgeon reported a patient with residual cylinder following intraocular lens (iol) implant surgery. He reported the patient's visual acuity is 20/40 and the patient was satisfied at first. The surgeon stated that approximately one month following surgery, the patient would like better visual acuity. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 04/18/2011 and 05/10/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).